Event description:
It was reported that the device exhibited premature battery depletion. The device was programmed to high output settings.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported rapid eri to eol was not confirmed in the laboratory. A longevity calculation found that the device was within longevity estimations. No errors were found during automated testing that were related to premature battery depletion or high current drain.